Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component/device is not available for analysis and a return good authorization (rga) was not issued by vyaire. Our in country importer will work with the reporting medical facility for a resolution. At this time, vyaire medical does not expect any component/device for an evaluation.

Event description:
The customer reported an intermittent user interface module (uim) display, which does not function on this avea ventilator. The customer stated no patient involvement with this event.